Manufacturer narrative:
Internal report reference number: (B)(4). Products were not returned for evaluation. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for missing package item(s). Wife is calling on behalf of the customer. Wife stated that customer had purchased a sealed truemetrix kit that appeared to have been tampered with. Wife stated that the box seemed to have been opened and that a sticker had been placed to seal it. Wife stated that the lancing device was missing, along with the starter vial of test strips and a few lancets. Wife stated the kit had been purchased on clearance. The customer feels well and did not report any symptoms. No past adverse event was reported.

Manufacturer narrative:
Sections with additional information as of 20-jul-2020: h6: updated FDA's method, result, and conclusion codes. H10: returned product was forwarded to packaging based on complaint's description. Internal evaluation has been completed and no abnormalities observed.